Manufacturer narrative:
The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of a percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 during a tubing replacement at the hospital, the peg tube was unable to be performed due to a buried bumper in the abdominal wall. It was reported that the gastroenterology team decided to only replace the j tube. On (B)(6) 2025, the peg tube was able to be moved; however, on (B)(6) 2025 the peg tube was again unable to be moved. At the time of report, the peg tube remained implanted in the patient.